Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4)has been completed. The reported problem (charger will not power on) has been confirmed. As received, the battery charger/modem would not power on. Upon evaluation, the charger/modem c/a board was unable to be programmed. The cause of the failure was a defective ca board. The root cause of the defective ca board was unable to be positively determined. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charger/modem sn (B)(4) and reported that the charger/modem was unable to power on.